Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va182ll, implanted: (B)(6) 2016, product type: lead. Product ID 3387s-40, lot# va189pe, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient experienced post-operative dyskinesia after lead implant and is chronically dyskinetic. Multiple reprogramming sessions have occurred and device has been turned off, but the issue has not been resolved. A lead revision surgery has been scheduled for (B)(6) 2017. No further complications were reported.